Manufacturer narrative:
Complaint conclusion: as reported, the color did not change of a 6f exoseal vascular closure device (vcd) even though the 6f non-cordis sheath and device were pulled back completely. The exoseal and 6f non-cordis vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The 6f non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The 6f non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. During the use of an exoseal vascular closure device, it was reported that the physician pulled back the 6f non-cordis sheath and the exoseal after indicator wire deployed. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. They stared at indicator window while pulling back the 6f non-cords sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the 6f non-cordis sheath and exoseal were pulled back completely. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach used. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard being already locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was successfully deployed with the window achieving all transitions during the functional analysis. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color did not change of a 6f exoseal vascular closure device (vcd) even though the 6f non-cordis sheath and device were pulled back completely. The exoseal and 6f non-cordis vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The 6f non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The 6f non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. During the use of an exoseal vascular closure device, it was reported that the physician pulled back the 6f non-cordis sheath and the exoseal after indicator wire deployed. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. They stared at indicator window while pulling back the 6f non-cords sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the 6f non-cordis sheath and exoseal were pulled back completely. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach used. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.